Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the flexvision pc was not starting up properly. The review of system logfile showed malfunctioning of flexvision pc. Upon troubleshooting, the fse concluded that the flexvision pc was defective. The cause of the flexvision pc failure was not conclusively determined by the supplier's part analysis, however the replacement of flexvision pc by the fse, has resolved the issue. Upon replacement, the fse reloaded the software, restored backups, adjusted license file and performed functional tests, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision pc did not start up properly and displayed a black screen on the monitor. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.